Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2011. The fse determined that the calibration of the robot had altered mid-run, resulting in misalignment of the aspirating probe. Eval of the instrument logs conducted by global technical support found that: the protocol containing the oracle her2 bond ihc slides which did not stain, ran to completion. The logs do not indicate that the aspiration probe contacted any component. An error code recorded in the instrument software indicates detection of inconsistent reagent levels resulting in reagent being aspirated from the bottom of the reagent container(s), which is normal instrument function in this circumstance. An error code indicating an lls which is reading above the reagent line, is also recorded in the instrument software. Investigation of this complaint determined that the root cause for the failure to stain the oracle her2 bond ihc slides in the affected run was misalignment of the aspiration probe in conjunction with an lls error. Misalignment of the aspiration probe may be caused by the robot arm being accidentally moved, the aspiration probe not being fitted correctly or a covertile not being positioned correctly. The lls error may result from a loose or incomplete connection or the lls not functioning correctly.

Event description:
On (B)(6), 2011, leica microsystems received a complaint from (B)(6) regarding staining failure for a staining run(s) containing oracle her2 bond ihc slides, using bond-max automated slide stainer (B)(4). On (B)(6) 2011, leica microsystems received info that sufficient pt sample was available to prepare slides for repeat staining, pt re-biopsy was not required and there was no delay in pt diagnosis as a consequence of the instrument issues.